Manufacturer narrative:
The customer's allegation was confirmed. Based on the results of the investigation, no deformation/damage of the biopsy channel was reported. There was no confirmed deviation from the reprocessing steps in the instructions for use. Therefore, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the biopsy channel was found clogged on the duodenovideoscope during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure. The stent was unable to be passed through the scope and was not able to be retrieved. The stent became stuck in the scope. The customer reported that the stent was not an olympus stent. A procedural delay of 15 minutes was reported. The reported problem did not affect the outcome of the procedure and the intended procedure was completed with a similar device. There was no report of patient harm associated with this event.